Manufacturer narrative:
(B)(4). Batch # unk.no lot or batch number was provided therefore a device history could not be done.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested and the following was obtained:what was the product code of the stapler (plee60a, pse60a, etc.)? Was buttressing material utilized? If so, which product?plee60a and gore seamguard.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing a portion approximately 20mm long in the middle of the staple line appeared to only have one row of staples. The staple line was over sewed and the stapler worked as designed on the following green reload firings. Case was completed with the same stapler. The staple line with missing staples was over sewed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53885. The analysis results showed that one ecr60t cartridge reload was received. The reload was received fully fired and without any apparent damage. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.